Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9137113.

Event description:
Related manufacturer reference number: 1627487-2023-04653. Related manufacturer reference number: 1627487-2023-04683. It was reported that the patient's leads migrated. Surgical intervention took place on (B)(6) 2023 wherein three of the leads were explanted and replaced to address the issue. Investigation was unable to determine which of the three leads attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.